Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's doctor reported via phone call that the customer received multiple insulin flow blocked alarms while sleeping. The customer's mother did not hear the alarms and the customer experienced high blood glucose of 33 mmol/l and ketones. The doctor stated that the customer's current blood glucose value was 19.7 mmol/l and they were on the process of filling the cannula to check if the insulin will exit. Customer's doctor and mother requested the insulin pump to be replaced. The insulin pump would be replaced and was agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No insulin flow blocked alarm noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.